Manufacturer narrative:
The customer stated that repeat testing was performed on a laboratory analyzer to confirm correct results. Siemens has requested the summary files from both rl 1265s and asked if the glucose sensor (from s/n (B)(4)) is available for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant glucose values on two rl 1265 instruments. There is no report of injury due to this event.

Manufacturer narrative:
Siemens internal review of the discordant glucose result is inconclusive. During the time of the discordant specimen analyses, the j-body ready glucose sensor on rl1265-18540 was experiencing noisy electrical responses on the inactive electrode. The customer indicated that both glucose sensors were discarded so the sensors could not be reviewed for physical integrity and performance. Onboard sensor use-life/age and proper sensor maintenance can influence the performance of the sensor. Root cause for the discordant glucose sample is not known.